Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a noisy image. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found a foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation. In addition to the reported in b5, the device evaluation found the following: due to damage on the scope connector a noise image occurred, due to damage on the up/down knob the water tightness was lost, the plastic distal end cover had a scratch, the adhesive around the objective lens was peeled, the lock engagement lever and knob both had a scratch, the right/left and up/down knobs both had a scratch, the switch box had a scratch, the scope connector had a scratch, the control unit had discoloration and a scratch, the control unit was dirty due to water leakage, the adhesive on the bending section cover rubber had a chip, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the connecting tube had discoloration and a scratch, the scope connector cover unit had a scratch, the suction cover had a scratch, the universal cord had a scratch, and the grip had a scratch. The device was cleaned, disinfected, and sterilized before returning to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.